Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed a falsely elevated sodium result for one patient on an architect c4000 analyzer. The following data was provided (customer¿s reference range is 136-145 meq/l): initial result was 180, repeated on another analyzer was 130 meq/l. There was no impact to patient management reported.

Manufacturer narrative:
The complaint investigation for a falsely elevated sodium result on the architect c4000, serial number (B)(6), included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, and device history record review. Trending review determined no related trend for elevated results for the product. Return testing was not completed as returns were not available. The customer was not sure if there was a clot or fibrin strand when sample was first tested initially. The sample produced acceptable results when repeated and the quality control results were acceptable. This indicates that the assay is performing as expected. Manufacturing documentation was reviewed and did not identify any issues. Labeling was reviewed and sufficiently addresses the customer's issue. Based on the information provided and abbott diagnostics¿ complaint investigation, no systemic issue or deficiency was identified. Section g1: contact office information updated.